Event description:
It was reported that burr stuck on wire occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro and rotawire drive was selected for use. During procedure, the speed was set to 180,000rpm, upon first ablation, the speed dropped by 3000 rpm. After starting the second ablation, an unusual noise occurred and the speed dropped by 20,000 rpm. Thus, the ablation was discontinued. The unusual noise persisted when attempting to remove the device with dynaglide. Then, the device got stuck with the wire. The rotaburr was removed from the body along with the entire rotawire. The physician stated that the clamp for the cocktail supply may not have been completely released. The procedure was completed with another of the same device. There were no patient complications.